Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the length of the cylinders. The cylinders were too short when originally implanted and not located in the distal portion of the glans. The ipp rear tip extenders (rtes) were replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.